Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received notes that the pacemaker was explanted.

Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's pacemaker was found to have premature depletion of battery. Explant of the pacemaker was planned was has not yet been performed. The patient was stable throughout.